Event description:
It was reported that the pump malfunctioned after getting wet. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy. A replacement pump with updated software was sent to the customer, who was informed about steps to take once it arrived and instructed on returning the problematic pump.